Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "while flushing the device, water came out of the window behind the valve". Patient outcome: the graft was implanted in patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). The event is no longer considered reportable in accordance with cfr 803 as investigation concluded that the product malfunction did not and could not lead to serious injury to the patient. (B)(4). Summary of investigational findings: the complaint concerns a hemostatic valve leakage on zta-p-30-155. The leak was found during flushing of the captor valve prior to use. The physician used the device with no details on blood loss or patient complications during the procedure. It is reported that the patient did not experience any adverse effects due to this event. The device was not returned, instead a video of the captor valve leakage was provided. The video shows a major leak through the captor valve assembly from the fitting between the valve collar and valve chamber. Since the product was not returned to add in the investigation and due to limited information, the root cause for the leakage is inconclusive. Cook medical will continue to monitor for similar events.